Event description:
It was reported that alarm 01 occurred and caller could not confirm any damage to cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to load new cartridge, was able to resume insulin successfully, and no additional information was received regarding further actions.